Event description:
Information was received indicating that the alarm to a smiths medical pneupac parapac ventilator was intermittent on the pressure relief. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed, the nrv is faulty. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.